Event description:
It was reported that a physician was deploying an endeavor resolute stent to treat a tortuous lesion with calcification in the rca in a patient with unstable angina. The lesion was predilated twice with 80% stenosis remaining. As the physician attempted to deliver the stent it became stuck, force was used and as an attempt was made to remove the stent it dislodged due to the severe calcification present. The physician deployed the dislodged stent in another position of the vessel. Physician dilated the lesion several times and implanted another stent to finish the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was undamaged. The balloon was partially inflated; crimp impressions were visible along the working length of the balloon. The stent was not present. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis, severe calcification and tortuous vessel. (Related to operational context) ¿ force used 3211 (deformation problem). (B)(4).